Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.

Event description:
The customer reported that the device jammed and would not open after sealing. The device was cut from tissue and another device was used to complete the procedure without incident. There was no pt injury.